Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 09/22/2020. Investigation conclusion: one used primed set model: 2426-0007, lot: 20069053 was received for investigation. A non-bd phaseal connector was received connected to the proximal smartsite port of the suspect set. A non-bd secondary set was connected to the phaseal connector. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. San diego summary: functional testing was performed by filling the primary bag with clear water. The bag was then use to prime primary set. The secondary set was connected to a bag filled with blue dye water. The sets were set up in a secondary infusion configuration. The secondary set was primed and the roller clamp was slowly opened. Fluid and air bubbles were immediately noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve p/n: 630-00327 indicating a faulty check valve. Supplier itw summary: testing of the used returned part indicated a failed result per supplier. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. Note: pvc is defined as a synthetic thermoplastic material made by polymerizing vinyl chloride. The properties depend on the added plasticizer. The flexible forms are used in hosepipes, insulation, shoes, garments, etc. Rigid pvc is used for molded articles. (Equipment: optical ram-cnc, eq08204, calibration due date: 05feb2021). Device history record for model: 2426-0007, lot: 20069053 shows that the set was manufactured on 29 june 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s experience of ¿check valve failure¿ secondary fluid backing up into the primary bag was confirmed in the san diego customer advocacy lab. The check valve failure was due to a pvc particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The root cause for the presence of the pvc particle was not identified.

Event description:
It was reported that as lvp 20d 3ss cv backup prevention valve failed. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20069063. It was reported that the nurse was infusing chemotherapy oxaliplatin and d5ns tko when the backup prevention valve failed and chemo went into the d5 bag instead of in the patient. Customer response on (B)(6) 2020: can you describe the reported defect in detail? What happened? What was the cause? Who was involved? 1. The nurse were priming the IV line with ns when the part of the tubing broke as if it was cut. 2. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available. 3. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available 4. The nurse was infusing chemotherapy oxaliplatin and d5ns tko when the back up prevention valve failed and chemo went into the d5 bag instead of in the patient to negative effects to the patients in #1, 2,3. #4 was a delay in administration because of the back up of chemo into the solution bag.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20069063. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv backup prevention valve failed. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20069063. It was reported that the nurse was infusing chemotherapy oxaliplatin and d5ns tko when the backup prevention valve failed and chemo went into the d5 bag instead of in the patient. Customer response (B)(6) 2020: ¿can you describe the reported defect in detail? What happened? What was the cause? Who was involved? The nurse were priming the IV line with ns when the part of the tubing broke as if it was cut. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available. The nurse was placing the IV line in the alaris pump when it broke as if it was cut. Lot number available the nurse was infusing chemotherapy oxaliplatin and d5ns tko when the back up prevention valve failed and chemo went into the d5 bag instead of in the patient to negative effects to the patients in #1, 2,3. #4 was a delay in administration because of the back up of chemo into the solution bag.